Event description:
A patient reports getting "add gel or replace belt" messages. The messages began when the patient started the device after his shower. A new electrode belt was provided. The patient will return the suspect electrode belt for evaluation.